Event description:
The disposable blade extender for bullard rigid laryngoscope came off laryngoscope and became lodged in pt's throat. Blade extender had to be manually extracted to prevent harm to the pt. There is no pt injury.